Event description:
The customer reported oncology nurse prepared a secondary infusion of 1 gram of magnesium (believed to be 100mls) and hooked it into the upper port of the primary set. The secondary clamp was left open; the primary and secondary bags were hung at the same height. The primary was a fluid bolus going at 500ml/hr. The nurse went to get another module and when she returned, the entire secondary bag had infused. There was no pt harm; medical intervention was not required. The customer stated that no further pt/event info is available.

Manufacturer narrative:
Manufacturer's report date: 02/07/2014. Internal file no: (B)(4). Unable to determine the cause of the customer's report that the secondary infused and too fast. The customer stated the set has been discarded and is not available for failure investigation.